Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple change cartridge error messages while attempting to load multiple cartridges. The customer stated that their blood glucose level was probably elevated; however, no value was provided as the customer declined to test. It was noted that the customer would administer a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.